Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. Unable to conduct the high pressure test as there was no tubing clamp or hemostat available. Nothing further was reported.